Event description:
One day after the implantation, it was observed that the device gets ready for a shock as soon as therapies are enabled. The ICD was explanted.

Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the manufacturing process for this ICD was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the device interrogation revealed the bos battery status, two charging cycles were documented to the devices memory. The memory content of the device was inspected, confirming the clinical observation. The available iegms revealed inappropriate vf detections in episodes nr. 1 and nr. 2. Two charging cycles were performed without shock delivery. In a next step the ICD was opened, and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Further electrical investigations revealed that an integrated circuit of the electronic module was damaged, which caused the faulty vf detections. In conclusion, a damaged integrated circuit on the electronic module was identified as the root cause of the clinical observation. The manufacturing records document a normal device production. It is therefore assumed that the damage occurred after the device shipment, however the date of occurrence was not determinable.